Event description:
The customer reported the system would not stop unless hitting the emergency stop. The fse noted the system beeped though it was continuing to fluoro, however, the monitor did not update, therefore the system was not fluoroing. It was locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.